Event description:
Patient representative reported left side "pain, pressure sensitivity, suspicion of rupture, capsular contracture baker grade iii, anxiety, changes in sleeping habits, and cyst". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient representative reported "pain, pressure sensitivity, suspicion of rupture, capsular contracture baker grade iii, anxiety, changes in sleeping habits, cyst" and later reported "capsular contracture grade ii-iii; chronic inflammation; silicone granulomas; implant rupture, pain and tenderness" and the inner silicone gel made contact with the patient. This relates to the left side. Device was explanted and replaced by a non-abbvie device.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient representative reported left side "pain, pressure sensitivity, suspicion of rupture, capsular contracture baker grade iii, anxiety, changes in sleeping habits, and cyst". Device was explanted and replaced.